Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. As the event occurred outside of the united states, information regarding a field representative visit was not provided. Further investigation by the manufacturer did not identify a specific root cause for the event. Based on the provided reaction kinetics, there was an interference or disturbance after the addition of the r2 reagent. Causes include an issue with the probe, wash tower needing cleaned, and the system needing decontaminated. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>1</noe> malfunction event where an erroneous result was generated by the i400+ analyzer. There was an erroneous result for creatinine plus ver.2 for one patient. The patient was female. The patient's age and weight were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.